Event description:
It is reported that the pt was revised due to pain and wear. During the revision, corrosion was noted in the femoral head.

Manufacturer narrative:
This report will be amended when our investigation is complete.